Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was/was not verified. The device was found out of specification in relation to the customer reported upstream occlusion which was reproduced. A review of the event history log identified upstream occlusion messages. The cause was determined to be ultrasonic sensor was out of calibrated specification range . The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.